Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h13j12034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot h13j12034.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy.  The peritonitis was manifested as abdominal pain and nausea. The cause of the peritonitis was unknown. This event occurred one week after the patient was admitted to the hospital for another unknown indication. The patient was released from the hospital two days after the peritonitis event. Four days later, the patient started treatment with vancomycin (2000 mg initial dose every 5 days for 15 days, then reduced to 1000 mg for 11 days) intraperitoneally for peritonitis. At the time of the report, the vancomycin treatment was stopped and the patient was recovering from the peritonitis. Apd therapy was ongoing. No additional information is available.